Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to a flattened dome switch on the escape button.

Event description:
It was reported that the insulin pump alarmed for button error. The buttons were unresponsive and a battery change did not resolve the anomaly. Insulin pump will be returned for analysis and replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.